Event description:
A consumer implanted for non-malignant pain reported via the manufacturer's representative (rep) they were experiencing an increase in stimulation when it was storming or lightening outside. When the consumer turned stimulation off during storms and/or lightening the issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.